Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) was used for a patient treatment. The system was running for 48 hours, for rewarming and maintaining normothermia on patient. After 48 hours, the system powered off by itself and wouldn't powered back on. No known impact or consequence to patient information was available.